Event description:
The lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event of noise could not be verified. A partial lead was returned cut apart at 47cm from the helix end. Analys is noted abrasions on the outer insulation from the helix end over the rv cable lumen. The abrasion also wore opened the etfe insulation of one of the rv cables. However, the damage found would not generate noise. Abrasion is consistent with friction too the ICD can. A complete analysis could not be performed, as only a portion of lead was received.